Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified intermediate coronary artery off of the left main. The patient presented with non-segment elevated myocardial infarction (nstemi). An unspecified balance middleweight (bmw) guide wire was used; however, it met resistance with a non-abbott balloon catheter and another unspecified bmw guide wire in a buddy wire technique during advancement. Pre-dilatation was performed with 1.5 x 15 mm , 2.0 x 15 mm , 3.0 x 15 mm non-abbott semi and non-compliant balloon catheters. There were then several attempts to advance a 2.25 x 15 mm xience alpine stent delivery system (sds) to the lesion; however, the stent dislodged from the sds in healthy tissue prior to reaching the lesion. The sds met resistance during removal with the anatomy. The stent was fully apposed to the vessel wall with an unspecified balloon catheter, and an unspecified balance heavyweight (bhw) guide wire was used. Timi iii flow was achieved and the patient was stable. There were no electrocardiographic changes in the nstemi. No additional information was provided.